Event description:
Customer reported being hospitalized with high blood glucose and ketones. Customer was vomiting prior to hospitalization. Customer also reported having excessive no delivery alarms. Unable to complete troubleshooting customer does not have a clamp. Instructed customer to monitor high blood glucose; explained the 2 high blood glucose rule and asked customer to call back for high pressure test when clamp arrives.